Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath hole prior to a percutaneous coronary interventional (pci) procedure. Reportedly, despite not noting any resistance during advancement, resistance was felt when attempting to remove the device. Minimal force was applied and a guide break occurred. The device was able to be removed; however, tissue damage occurred. The use of proglide device and the pre-close technique were abandoned. The use of the 6f sheath was continued and the pci procedure was completed. A covered stent was used to treat the tissue damage and achieve hemostasis. A clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The patient effect of tissue injury is listed in the electronic perclose proglide instructions for use (eifu), as a potential adverse event of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to a guide break include, but not limited to, challenging anatomy, high angle of insertion, excess downward force, or aggressive downward or torsional pressure. The separated guide likely contributed the reported difficult to remove the device. The patient effect and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.